Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia and the case at the back was cracked where the battery compartment was. The customer¿s blood glucose level was 402 mg/dl. It was reported that the customer was using auto mode. Customer states the insulin pump has cosmetic damage. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked battery compartment (battery tube), cracked battery tube threads and cracked select button on the keypad overlay. The insulin pump passed the displacement test. (B)(4).